Manufacturer narrative:
Other, other text: additional information received, there were no adverse patient effects. One device was received for evaluation. Visual inspection found the device to have a broken tamper seal, a scratched lcd lens, bubbled dso seal, worn uso seal, and the lcd displayed liquid crystal leakage. There was no evidence in the event history log. Functional testing was performed. Upon review, the bubbled downstream occlusion seal was verified and confirmed. The dso was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com, b3: unknown.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has a downstream occlusion. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.